Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently had an episode of atrial fibrillation (af) with concomitant ventricular tachycardia (vt). This resulted in inappropriate anti-tachycardia pacing (atp) and a shock, due to the programmed rhythmid settings. Boston scientific technical services (ts) was contacted and informed the physician regarding potential reprogramming options to prevent similar inappropriate therapy. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.